Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that the image on the bom 7mm extended length endoscope was blurry. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. No non noncormance was observed during the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Condensation was observed on the inside of the lens when the device was out of focus. Based on the results of the evaluation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that the image on the bom 7mm extended length endoscope was blurry. The hospital did not report any patient effects.